Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary artery bare metal stenting treatment procedure, stent dislodgement occurred. The physician was treating a diffuse complex 80% stenosed lesion located in the mid first diagonal artery with a 3.50x32mm liberte stent. The vascular access site was right femoral. The liberte sds (stent deliver system) was unable to cross the lesion. As the sds was being pulled back, the stent dislodged in the right femoral artery. The stent then embolized to the right knee. The stent was retrieved successfully with a snare accessed through the left femoral artery. There were no reported patient complications. The patient was fine and came back a different day to have the lesion stented.